Event description:
It was reported by the md that the intra-aortic balloon (iab) could not be threaded over the guidewire. The central lumen "appeared to be blocked" and as a result, the iab was not used. On 9/30/08, additional information received stated incident occurred in the cath lab. Iab was prepped per instruction & md inserted the sheath via the groin. Iab was inserted approx two thirds of the way into the patient & would not proceed further on the guidewire. Md said that "the iab just stopped progressing forward." He also said that "the sheath was used first to insert a stent into the aorta prior to the iab insertion." Md stated that "the iab did have to be inserted through the stent in place." Per the staff the iab looked bundled up as it was pulled back to the sheath & removed. As a result, md requested another iab for the procedure.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.